Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (inability to communicate) was confirmed. As received, the belt failed would not communicate with a test monitor. Upon evaluation, the u713 processor and esd700 component were the ramlly damaged on the distribution node (dn) pca board. The cause of the inability to communicate is the damaged components. The cause of the damaged components is a cut in the pulse wire inside the dn. The root cause of the cut cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.